Event description:
It was reported that during a da vinci si hysterectomy procedure, the cable at the tip broke while using the pk dissecting forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in clevis. The clevis does not exhibit any damage or wear marks. The instrument has 3 uses remaining. Additional findings revealed scratches on the main tube. The distal end of the main tube has various scratch marks with light material removal, suggesting it may have been caused by instrument collisions or rough handling. On (B)(4) 2012, the customer was contacted regarding the reported complaint and additional failure analysis findings of the main tube material removal. Per customer, there were no reports of fallen pieces into the patient related to this instrument. No further information was available. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.